Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed with the submitted log file. The log file captured low voltage advisory/low voltage hazard alarm events that were active when the system was supported on the power module via a patient cable. The voltage values were lower than expected (less than 14v) when both power cables were connected. It was noted a no external power alarm event was captured on may 23 during one of the low voltage alarm events, which has the potential to occur because of the transient voltage condition. Additional information communicated on 21jun2021 indicated no product is returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the power module (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Power module (serial # (B)(6)) was shipped to the customer on 05mar2012. Heartmate ii lvas IFU (section 1, 4, 5) contains information about fixed speed, low speed limit, and pump speed, including under ¿explanation of parameters¿ covers all pump parameters (power, flow and pi). Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes low flow hazard alarm to instruct the user to ¿call your hospital contact immediately for diagnosis and instructions¿ and ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm . 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm . 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm . (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU and heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module was replaced on (B)(6) 2021. It was noted that the power module had a broken internal battery clip.